Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was conical shaped, ranging from 21 mm to 23 mm in diameter over a length of 2 cm. It was reported that during the procedure, the aneurx bifurcated stent graft slipped downward from the position where the physician intended to implant the graft, due to the conical-shaped aortic neck resulting in a leak. The physician elected to implant a talent aortic cuff, which successfully intervened for the inaccurately-delivered bifurcated stent graft and thereby excluded the aneurysm. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Secondary intervention performed - eval - results: conical-shaped aortic neck. Conclusion: conical-shaped aortic neck.